Event description:
It was reported by the distributor that an ash split catheter was removed because a tiny hole had developed in the tubing below the proximal hub (below the suture wings) and it was compromising dialysis.